Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/06/2020.

Event description:
The customer reported that the touchscreen will not calibrate. The customer contacted product support and requested for support. Product support provided parts ID for the touchscreen. The customer reported that the unit was not in use on a patient. The biomedical engineer replaced the touchscreen to address the reported problem.